Event description:
It was reported patient is experiencing unknown ongoing chronic problems post implantation on the right knee. The patient alleges to be meeting with a surgeon for further care; however, no further intervention has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D6a: 2021. D10 - medical product: unk persona bearing catalog # unk lot # unk. Unk persona femoral catalog # unk lot # unk. Multiple MDR reports were filled for this event: 0001822565-2024-00060. 0001822565-2024-00061. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : remains implanted.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is not related to the event.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is not related to the event.